Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field reported event of noise was confirmed via review of device stored electrograms. Device function was tested using automated test equipment and all tests were normal. The cause of the reported noise could not be determined.

Event description:
It was reported that the patient presented in the hospital for rv lead replacement. Noise on egm's and three aborted shocks were observed due to oversensing. Noise was not reproduced during psa testing. The lead was previously replaced and noise was still observed. Connection issue was suspected. The device was explanted and replaced.